Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight on (B)(6) 2019, migraine, heart attack, anemia, onychia and adenomyosis on (B)(6) 2018, peptic ulcer disease in 2017, chilblains, paronychia and adenomyosis in 2013 and alopecia, swelling of limb, dermatophytosis of scalp and beard and chondromalacia of patella in 2012. Concurrent conditions were listed as pelvic pain and dysmenorrhea since on (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2922 days after essure insertion and 125 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic hysterectomy bilateral salpingectomy, left oophorectomy lysis of adhesions). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.809 kg/sqm. [Pathology test] on (B)(6) 2018: diagnosis: uterus, cervix, bilateral fallopian tubes left ovary: focal superficial adenomyosis corpus luteum cyst of left ovary benign paratubal cyst of left fallopian tube clinical history: portion of omentum, dysmenorrhea, chronic pelvic pain. Greoss description: the specimen is similarly identified on the requisition. The specimen consists of a uterus with attached left ovary and fallopian tube, separately submitted right fallopian tube and separately submitted omental fat. The uterus has been previously opened posteriorly. The left ovary and fallopian tube are removed. The uterus weighs 137 g, has a normal shape, and has maximum dimensions of 10 x 6.5 x 4.5 cm. The serosal surface is smooth, tan and evenly colored. The ectocervix is smooth and white with an outside diameter of 3.9 cm. The cervical os is a curved slit with a length of 1.1 cm. The endocervical canal and transformation zone are covered with blood but otherwise unremarkable. There are no obvious polyps or significant cysts. The uterus is bivalved. The endometrium is shaggy with a thickness of 2.2mm. The myometrial thickness varies from 1.4 cm, near the endocervical canal, to 2.4 cm in the mid uterine body. The myometrium is dense and ropey without grossly visible or obvious adenomyosis. There is a coiled piece of fine, stainless steel wire (length of approximately) [physical examination] on (B)(6) 2017: physical exam psychiatric: judgment normal. Patient exhibits a depressed mood. Patient is tearful throughout the visit. Patient admit to feeling depressed about her current season in life and feeling hopeless about it. Assessment/plan: 1. Pud (peptic ulcer disease) 2. Marital relationship problem plan: hemoglobin is stable at 13.5. Told to continue with plan with the medications that were started a few days ago. This is totally appropriate. Consider further imaging if pain worsens. Patient is depressed and going through a lot of marital issues, which attributes to the recurrence of the pud. Spent the majority of time counseling patient. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Report information, patient (height, weight and bmi), product indication, medical history, lab data was added. Non-drug treatment notes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.